Event description:
A trial patient reported that she has had difficulty breathing and wheezing since trial started on (B)(6) 2016. It was indicated that the healthcare provider (hcp) prescribed oral antibiotics and patient stopped taking them after 4 days because of her breathing difficulty. She was still taking plavix blood thinner and would ask hcp about that medication also. The change in symptom was considered gradual.